Event description:
Customer reported that the device had a service indication. Physio-control evaluated the device and found several fault codes logged in the memory that indicate a potentially critical failure. There were no reports of patient use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control replaced the user interface pcb to system/memory pcb flex cable assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assembly at the failure analysis center and was unable to duplicate the reported failure. The assembly functioned normally on the test mock-up device. Further root cause of failure was not determined.